Event description:
Reported these cannulas have "rough distal ends" and have caused several cases of unintentional cartilage damage. There have been no reported issues of distal scope damage.

Manufacturer narrative:
The device has not been received for evaluation.(B)(4)